Event description:
It was reported to boston scientific corporation that an rx cytology brush wireguided was prepared for use in the biliary duct during an unknown procedure on an unknown date. According to the complainant, during preparation, it was noted that the wire was broken on the crimping connection portion. The procedure was completed with another cytology brush. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event: date of event was approximated to be (B)(6), 2019 as no event date was reported. Problem code 1069 captures the reportable event of wire broken. Analysis of the returned product revealed that the pull wire of the device was slightly kinked and broken at the proximal end (distal end of the handle cannula). Most likely, the failures found (pull wire kink/broken) were caused due to excessive manipulation as the customer used the brush during unpacking, prepping or testing. Handling and manipulation of the device can lead to bending of the catheter and pull wire, this condition can cause difficulties to extend/retract the brush. Additionally, force applied to the handle in order to extend/retract the brush can result in kinking the pull wire at handle cannula joint and continued movements of the handle can result in pull wire breakage. Based on the information available and the analysis performed, the most probable root cause classification is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event was approximated to be (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush wireguided was prepared for use in the biliary duct during an unknown procedure on an unknown date. According to the complainant, during preparation, it was noted that the wire was broken on the crimping connection portion. The procedure was completed with another cytology brush. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.